Manufacturer narrative:
Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 98% stenosed, heavily calcified, moderately tortuous, 6.4-6.6mm-diameter, right superficial femoral artery (sfa) via left femoral access. The disease was throughout the whole sfa. An abbott emboshield nav6 was used with a viperwire guide wire and when attempting to capture the filter with the retrieval catheter it was noted to be difficult. The filter was able to be captured; however, there was resistance between the viperwire and retrieval catheter. Both became stuck to each other; therefore, the entire system was removed. Once ex vivo the devices were pulled apart and the nylon ring was noted to be fractured. While taking the devices apart the retrieval catheter became twisted. Intravascular ultrasound (ivus) was taken and a small perforation was noted. In the opinion of the physician, it is unknown which device caused the perforation as the vessel was highly calcified. A 6.5 intravascular lithotripsy (ivl) balloon was used; however, it made the perforation worse. A 6.0 unspecified balloon was used for about 5 minutes to perform tamponade and minimize the perforation. An abbott supera stent was implanted, and perforation was no longer visible. There was no adverse patient sequela and no clinically significant delay in the procedure.

Event description:
It was reported that the procedure was to treat a 98% stenosed, heavily calcified, moderately tortuous, 6.4-6.6mm-diameter, right superficial femoral artery (sfa) via left femoral access. The disease was throughout the whole sfa. An abbott emboshield nav6 was used with a viperwire guide wire and when attempting to capture the filter with the retrieval catheter it was noted to be difficult. The filter was able to be captured; however, there was resistance between the viperwire and retrieval catheter. Both became stuck to each other; therefore, the entire system was removed. Once ex vivo the devices were pulled apart and the nylon ring was noted to be fractured. While taking the devices apart the retrieval catheter became twisted. Intravascular ultrasound (ivus) was taken and a small perforation was noted. In the opinion of the physician, it is unknown which device caused the perforation as the vessel was highly calcified. A 6.5 intravascular lithotripsy (ivl) balloon was used; however, it made the perforation worse. A 6.0 unspecified balloon was used for about 5 minutes to perform tamponade and minimize the perforation. An abbott supera stent was implanted, and perforation was no longer visible. There was no adverse patient sequela and no clinically significant delay in the procedure. Additional information received on 05dec2024 from abbott clinical specialist indicated the orbital atherectomy device (oad) was used prior to any ballooning and there were no images taken after orbital atherectomy prior to ballooning. The vessel was wired and then the wire was exchanged for the viperwire. The nav6 filter was then placed and then the oad was advanced and orbital atherectomy was performed with no issues. The oad was removed and dilation with an ivl balloon followed. The physician did not allege that anything in particular caused the perforation - considering it was a very calcified vessel. The retrieval catheter from the emboshield nav6 was used to retrieve the filter.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported difficult to remove was confirmed. The reported perforation of vessels and medical intervention could not be confirmed due to the operational context of the issues. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove appears to be related to user error. The guide wire was returned engaged in the nav6 catheter with the filter stuck at the spring tip. The guide wire was able to be freed from the filter with force. The reported perforation of vessels is likely related to circumstances of the procedure with the cause unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d4, g3, g6, h2, h6. H6: coded 4118, 3233, 11, and 4755 no longer apply. A partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.